Event description:
When re-opening the patient 18 months after an acl for another medial meniscal tear, the surgeon stated, that the 253101 was not absorbed. It was removed and is being returned. Nothing was put in place of the clearfix.

Manufacturer narrative:
So far mitek does not understand what the issue is, if indeed there is an issue. Numerous attempts have been made by mitek to acquire clarity to the issue, calls to the complaint originators, however, the outreach has not been returned. The event description is vague and thin; patient returned after 18 months for another acl, no further explanation, what precipitated this need for repair? At this point the surgeon observed that a meniscal fastener, a mitek clearfix, had not after 18 months absorbed, and so removed it. There is no mention as to the condition of the meniscus at this time, healed as expected - not healed? Surgeon removed the clearfix from the patient? The device has been received and has been visually inspected. It is noted that the device is intact, almost no sign of deterioration or breakdown. This is not a problem, the device material, lpla, has a degradation time > 24 months. There are general observation reports that have appeared in articles of seeing this material up to 5 years for complete breakdown. So given these facts and the many various factors that make up the human body. It's chemical composition and its general workings, there is nothing odd that after 18 months the device in this file was in the condition observed by the surgeon. A batch record review has been conducted, our results indicate that this batch of product was processed without incident. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 198 devices that were released to distribution. So basically, on the strength of the information given to mitek, we do not see a problem, we can discern no adverse event. However, what we have may not be the full story, and if there are missing details that would alter our view of this issue we feel that this report will document the possibility of an adverse event having happened. At this point in time, no further action is warranted. However, this file will be receptive to any further incoming information that is both pertinent and relative in clarifying this issue. If clarity comes to this issue it will be reflected in a follow-up report.